Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when connecting the microscope to the system, the pentero display calibration screen on the navigation system was black. Troubleshooting information was received. It was reported that a manufacturer representative (rep) the scope communication, scope light emitting diode (leds), and jig leds were all green on the system. The rep attempted to reboot and reseated the connection cables to the scope but the issue went unresolved. The rep verified terminal code was correct and the microscope cable was in the correct port on the in/out panel. Technical services (ts) had the rep reboot the system and the issue was unresolved. Before attempting more troubleshooting, the rep attempted to reboot the system and the microscope once more and they were able to proceed. The issue was confirmed to be resolved on the call with ts. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733823. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please see section d and section e for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.